Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 18-oct-2023. The most recent information was received on 07-nov-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("severe pain") in a 35 year-old female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, she experienced pelvic pain (seriousness criterion medically important), genital haemorrhage ("haemorrhages"), fatigue ("intense fatigue"), metal poisoning ("heavy metal poisoning"), idiopathic environmental intolerance ("intolerance to technological electromagnetic waves"), hypoxia ("hypoxia"), visual impairment ("visual impairment"), amnesia ("memory loss"), monoplegia ("partial paralysis of the hands") and vulvovaginal injury ("vaginal mutilation"). Essure (ess205) treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure (ess205) with regard to pelvic pain, genital haemorrhage, fatigue, metal poisoning, idiopathic environmental intolerance, hypoxia, visual impairment, amnesia, monoplegia or vulvovaginal injury. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("severe pain") in a 35 year-old female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007 she experienced pelvic pain (seriousness criterion medically important), genital haemorrhage ("haemorrhages"), fatigue ("intense fatigue"), metal poisoning ("heavy metal poisoning"), idiopathic environmental intolerance ("intolerance to technological electromagnetic waves"), hypoxia ("hypoxia"), visual impairment ("visual impairment"), amnesia ("memory loss"), monoplegia ("partial paralysis of the hands") and vulvovaginal injury ("vaginal mutilation"). Essure (ess205) treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure (ess205) with regard to pelvic pain, genital haemorrhage, fatigue, metal poisoning, idiopathic environmental intolerance, hypoxia, visual impairment, amnesia, monoplegia or vulvovaginal injury. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.